Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18156669 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during retraction of a 6f exoseal vascular closure device (vcd) the indicator window did not change color and the plug deployment button could not be depressed. After withdrawing the vcd with an unknown catheter sheath introducer (csi), the user found the plug deployment button was not released and an unknown component was about to fall out. Hemostasis was achieved via manual compression and there was no reported injury to the patient or signs of infectious disease. This was after a procedure to treat occlusive atherosclerotic disease of the lower extremity. The femoral artery was reportedly used for access and its suitability was verified on angiography, including a vessel diameter greater than or equal to 5mm. There were no stents, calcium, tortuosity, or stenosis present at the puncture site. There was no resistance experienced when advancing the exoseal vcd through the unknown catheter sheath introducer (csi). There was no damage to the unknown csi and the angle of access was between 30 and 45 degrees. The csi was retracted until the hub engaged with the indicator wire cowling. There was no difficulty connecting the csi with the exoseal vcd and the csi locked against the handle assembly with an audible click heard. There was no damage to the indicator window and the window did not display a red color on retraction. Additionally, the physician did not have their thumb placed on the plug deployment button during retraction. The device was discarded. Addendum: picture analysis revealed that the plug was prematurely deployed.

Manufacturer narrative:
Complaint conclusion: as reported, during retraction of a 6f exoseal vascular closure device (vcd), the indicator window did not change color and the plug deployment button could not be depressed. After withdrawing the vcd with an unknown catheter sheath introducer (csi), the user found the plug deployment button was not released and an unknown component was about to fall out. Hemostasis was achieved via manual compression and there was no reported injury to the patient or signs of infectious disease. This was after a procedure to treat occlusive atherosclerotic disease of the lower extremity. The femoral artery was reportedly used for access and its suitability was verified on angiography, including a vessel diameter greater than or equal to 5mm. There were no stents, calcium, tortuosity, or stenosis present at the puncture site. There was no resistance experienced when advancing the exoseal vcd through the unknown catheter sheath introducer (csi). There was no damage to the unknown csi and the angle of access was between 30 and 45 degrees. The csi was retracted until the hub engaged with the indicator wire cowling. There was no difficulty connecting the csi with the exoseal vcd and the csi locked against the handle assembly with an audible click heard. There was no damage to the indicator window and the window did not display a red color on retraction. Additionally, the physician did not have their thumb placed on the plug deployment button during retraction. The product was not received for analysis as it was discarded. However, one picture related to the reported failure was provided. Per visual analysis, the picture shows the physician pressing the incision manually. The 6f exoseal unit can be observed as part of the picture, the unit is inserted through an unknown csi; and the guard is deployed. No additional characteristics can be noticed as part of the picture. The physician is holding a plug, and blood fluids can be noticed. No other anomalies of the product can be viewed with the attached picture. A product history record (phr) review of lot 18156669 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿indicator window-no change to indicator¿ could not be confirmed through analysis of the received picture. Also, even though the image shows what may be the pga plug as the ¿unknown component¿ that was about to fall out, the additional event of ¿vascular closure device (vcd)-deployment difficulty-premature¿ could not be confirmed through analysis of the received image since the deployment button could not be visualized. The root cause of the failures reported by the customer could not be conclusively determined during picture analysis. Based on the information available for review and image received, it is not possible to determine what factors may have contributed to the events reported. However, procedural/handling factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. The IFU states, during retraction of the exoseal device and the sheath as a single unit, it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button (per procedure step 7 in the exoseal instructions for use). The IFU provides the following caution: (xi.7), ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ additionally, users are warned to not use the exoseal vcd if the device appears damaged or defective in any way as was done in this case. Neither the phr review nor the picture analysis of the device suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.